Manufacturer narrative:
Investigation still underway. The details of the injury are still unk.

Event description:
It was reported that while the emt was carrying a pt on the cot, he observed, that the head end dropped down. The pt, which was lying on the cot, received injuries, however the details of the injuries are unk.